Event description:
During a groin procedure, the introducer sheath separated, leaving approx three inches of sheath material in the iliac artery. When being removed, the wire began to extend and unravel. While pinning the wire the inner coil cut through the glove of the operator, requiring four sutures to repair. A second groin procedure was required to snare and retrieve the separated segment of sheath material.